Event description:
The customer stated that the patient developed nausea, vomiting, abdominal cramps and hypotension during a therapeutic plasma exchange (tpe) procedure. She stated that the patient was hospitalized overnight for observation and they gave her potassium chloride as her serum potassium was low. The patient was stable following correction of the potassium level and underwent a subsequent tpe procedure without further problems or reactions. Patient identifier, age and weight are unavailable at this time. The disposable set is unavailable for return for evaluation because the customer disposed of it. The report is being filed due to medical intervention in the form of hospitalization.

Manufacturer narrative:
(B)(4). Investigation: for all of this customer's tpe procedures they use lactated ringers and add the following electrolytes to it: magnesium sulfate 0.6 ml/l, calcium gluconate 10 ml of 10%/l, 25% albumin 150 ml/l. They also infuse 2 grams of 10% calcium gluconate in 250 ml of ns over the course of the procedure. All of this is routine on all tpe procedures. The customer states this patient has had several tpe procedures performed prior to this incident without having a reaction. The patient has had one subsequent procedure and they added 20 meq of potassium to the lactated ringers mixture that they use for all procedures. The customer states the patient tolerated this procedure well with the addition of the potassium chloride. Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.